Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". In 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, dysmenorrhoea and dyspareunia had resolved and the uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia and uterine leiomyoma to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case has became incident. Previously reported event "injury " replaced with new events .new events added: menorrhagia (heavy menstrual bleeding), dysmennorhea (cramping), dyspareunia (painful sexual intercourse),fibroids, plaintiff did not undergoes essure confirmation test. Event outcome were added. Reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included adenomyosis and uterine bleeding. In 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("vaginal bleeding") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("fibroids / symptomatic fibroids"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, dysfunctional uterine bleeding, pelvic pain, dysmenorrhoea, dyspareunia and vaginal haemorrhage had resolved and the uterine leiomyoma and endometriosis outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-sep-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Lab data and medical history added. Events vaginal bleeding, dysfunctional uterine bleeding, pelvic pain and endometriosis added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.